Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from a jammed medication. A field service engineer removed all cubies and cleared out debris and medications from the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powered on during use. The customer reported that there was a delay in dispensing the medication as they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.